Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-02373. It was reported the pt began experiencing warmth at the ipg site in his left lower back region while charging. He stated this began about two years ago and he also experiences a painful burning sensation to his right inner thigh while charging. He reported the warming sensations occur about 30-40 minutes into charging and the ipg site discomfort subsides after charging while the thigh pain persists. It was reported an x-ray revealed the pt may have arthritis in his right thigh. He stated the right thigh pain is the most severe when charging his ipg. He allegedly stopped charging the ipg about 6 weeks ago due to the uncomfortable burning sensation. No further info is available at this time. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.